Event description:
Ous MDR - in (B)(6) 2018 rv thresholds of 3.5 v @ 0.4 ms was reported via home monitoring. (B)(6) 2018 it was reported via home monitoring that impedances were out of range (less than 200 ohms). On (B)(6) 2018 periodic iegms that were received by home monitoring showed possible noise on the rv channel.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed synchronous artefacts on the farfield as well as on the right ventricular channel leading to oversensing. Furthermore the pacing threshold trend curve was varying between 0.5 v and 3.5 v. The pacing impedance intermittently decreased to <200 ohms since (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - in (B)(6) 2018 rv thresholds of 3.5v@0.4ms was reported via home monitoring. On (B)(6) 2018 it was reported via home monitoring that impedances were out of range (less than 200 ohms). On (B)(6) 2018 and (B)(6) 2018 periodic iegms that were received by home monitoring showed possible noise on the rv channel.